Event description:
It was reported that the right ventricular (rv) lead was explanted due to perforation of the heart wall. The rv lead was causing patient pain during pacing. As a result, physician decided to explant the entire system. No additional patient adverse effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.